Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl, 394 mg/dl and 120 mg/dl. The customer was treated with antibiotic and fluids. The customer had symptoms such as dizzy, numbness in both arms and felt faint. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer was not using the auto mode feature at the time of the reported event.